Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the battery of the cs100 intra-aortic balloon pump (iabp) cannot store electricity. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2020-00584. Please refer to mfg report number 2249723-2020-00584 for all information for this complaint event.

Event description:
It was reported that the battery of the cs100 intra-aortic balloon pump (iabp) cannot store electricity. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.